Manufacturer narrative:
Concomitant medical products: product ID: 3560022, lot# va2cun8 ,serial# (B)(4), implanted: (B)(6) 2022, explanted: (B)(6) 2022, product type: extension. Other relevant device(s) are: product ID: 3560022, serial/lot #: (B)(4), ubd: 03-mar-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was doing a trial for urinary/bowel dysfunction and urge incontinence. It was reported that the rep indicated that they were doing a stage one procedure. During the procedure they did not have an issue communicating with the ins or testing. In post-op when attempting to connect to the ens, the programmer said lead not attached. Prior to calling the rep indicated that they changed enss, programmers. During the call the rep indicated that they got a different message that said unable to communicate. The rep replaced the ens again during the call. When they attempted to connect to the ens, the handset again displayed the message that the lead was not connected. The caller indicated that they had checked to verify that the lead was secured by the setscrew in the extension prior to completing the case. The issue was not resolved t hrough troubleshooting. Tss reviewed changing the test cable. The caller will follow-up with the md. No further complications were reported at this time. Additional information was received from a manufacturer representative (rep). The rep reported that the "surgeon couldn't get lead to insert into extension. Backed out set screw, inserted, tightened. When checked in recovery, there was no connection (tried replacing ens and changing programmers) took patient back to o.r. Replaced lead extension. Worked fine." They also noted 'trouble with set screw. Tightened, had to replace extension.' After extension replaced with new one, impedance different on programs 1 and 2. They noted that the patient recovered without sequela.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of the returned 353101 ens found that the device passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.